Manufacturer narrative:
The reported event occurred on a cobas e411 rack analyzer ((B)(6)). The investigation determined that the anti-hcv g2 elecsys assay performed within specifications. Calibration signals and quality control data prior to the event were within expected ranges, indicating no general reagent or system issue. The root cause of the non-reproducible result could not be determined due to limited information. Isolated non-reproducible results do not indicate a general malfunction of the assay. No further actions specific to this case were deemed necessary.

Event description:
The initial reporter alleged a false negative result for the anti-hcv g2 elecsys cobas e 100 v2 assay on the cobas e411 rack analyzer. On (B)(6)2024, a patient sample initially generated a result of 0.31 coi (non-reactive), which was not reported. The same sample was retested on (B)(6)2024 and generated a result of 203.9 coi (reactive), which was reported as it aligned with the patient's history.